Event description:
This case was reported by a lawyer and described the occurrence of injury in a pt who received gsk denture adhesive (formulation unk) (poligrip) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started gsk denture adhesive (formulation unk). At an unk time after starting gsk denture adhesive (formulation unk), the pt experienced injury. At the time of reporting, the outcome of the event was unk. The pt was pursuing a damages claim in relation to injuries that she sustained due to use of poligrip. Medical notes received via the lawyer on (B)(6) 2012, which upgraded the case to serious: pt date of birth was updated. The pt was a smoker. In a referral letter dated (B)(6) 2009, the physician reported that the pt complained of numbness in fingers and toes and being off balance. The symptoms had been persisting for about 4 weeks. Clinical examination revealed significant hypertension despite 10 mg lisinopril. She had no pronator drift, but swayed significantly with eyes closed. The pt had mild pseudoathetosis and truncal unsteadiness. Her tone was increased in lower limbs. She had mild pyramidal weakness in the lower limbs. She had symmetrically brisk reflexes with bilateral upgoing planters. Vibration sensation was diminished to the iliac crests bilaterally. Joint position sensation was diminished at the big toes bilaterally. B12 was borderline. Caeruloplasmin was 0.12 g/l (normal range was 0.2 to 0.6). A letter dated (B)(6) 2010, stated the pt had fallen once. A letter dated (B)(6) 2010, stated the pt had initially reported sensory disturbance in both feet starting in (B)(6) 2009 progressing up her legs as far as her knees by (B)(6) 2010 with increasing unsteadiness. She now had tingling in her fingers and decreased balance. She now required a walker she had symptoms of spasticity in her legs. On direct questioning the pt used "a lot" of poligrip denture fixative up to two tubes a week and tended to apply it after every meal. On examination she had decreased vibration sense. She had absent vibration sense at the right toe although it was present at the left. Her planters were briskly extensor and she was generally hyperreflexic. She was clearly unsteady with predominantly a sensory ataxia. In a letter dated (B)(6) 2010, the pt was diagnosed with copper deficiency myelopathy secondary to excess zinc from poligrip denture fixative. She also had borderline low serum b12 and hypertension. The pt was treated with copper gluconate 4 mg a day, b12 injections (im) lisinopril and istin. The pt continued to report numbness and tingling in her lower limbs extending up to her thighs. She also reported her legs were weak and shaky and that she was unsteady when she walked. She did not have any deficit in upper limb dexterity or strength. There were no symptoms of double vision, speech or swallowing difficulty. A recent copper assay confirmed she was copper deficient (4.9 umol/l normal range 11-25) with high zinc level 28 umol (normal range 12-18). Her serum caroloplasmin was low. The pt's full blood count was entirely normal. MRI scan showed subtle signal abnormality in the cervical and probably thoracic cord in a distribution that was suggestive of subacute combined degeneration of the cord. Her antiganglioside antibodies were negative. A letter dated (B)(6) 2010, reported that pt's neurological deterioration had stopped. The physician considered myelopathy was caused by use of poligrip. This case was considered serious by gsk.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2012-00027. Poligrip (distributed as super poligrip in the unites states) is manufactured in (B)(4), and neither the product not lot number for this product is available. (B)(4).